Event description:
Verbal report received concerning humidifier enclosure halves not being screwed together. Humidifier came apart during use and electrically live parts were touched by a person. Injury was sustained, and the person was temporarily hospitalized. As a precautionary measure the company is sending an inspection request to users, requesting that they inspect their units to ensure that the humidifier is screwed together.